Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed weak battery and failed battery test. Customer was assisted with troubleshooting for failed battery test. Customer's blood glucose level was unknown at the time of incident. Customer stated that they have inserted new batteries. In the end of troubleshooting, the insulin pump alarmed failed battery test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected weak battery, bad battery, low battery, battery out limit and failed batt test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.